Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, ventricular lead impedance was >2500 ohms in the bipolar configuration with no ventricular sensing or capture at 7.5v. Unipolar lead impedance was 550 ohms with excellent pacing and sensing thresholds. Therefore, the device was left in unipolar.